Event description:
It was reported that patient fell multiple times on the floor. The patient underwent a surgical procedure where the ipg was replaced. The patient was doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that patient fell multiple times on the floor. The patient underwent a surgical procedure where the ipg was replaced. The patient was doing well post operatively.